Manufacturer narrative:
Analysis of the lead revealed abrasions of the outer insulation in several areas. The rv cables and ring cables were exposed and the filars of the rv cables were melted in the area of the abrasions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had an output circuit damage alert after the patient tried to receive a second shock for an episode. Noise was observed during the charging for the second shock. The device and lead were removed due for possible damage.